Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Correction: d, e, g, h.

Event description:
It was reported that the picu nurse noted issues with flow rate in an arctic sun device. Right now, flow rate (fr) was 1.5lpm with x-small set of pads. Guided to diagnostics showed that the system hours were 1348, pump hours were 1151, inlet pressure (ip) was -3.9psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.4lpm. Disconnected and reconnected pads using proper technique. No change in values. Ensured tubing straight and unobstructed, no damage to fluid delivery line (fdl). Nurse noted the left thigh connector had a lot of bubbles. Moved to another port and still no change in values. Stopped therapy and disconnected pads and placed device in manual control. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51 percentage, flow rate (fr) was 1.7lpm. Connected pads using proper technique and inlet pressure (ip) was again dropped to -3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 2.4lpm. They would obtain a device from another department. Advised they hold onto pads for investigation. Explained correlation between heater capacity and flow rate (fr) should stay above 1lpm for therapy to be most effective. No return calls from this account.

Event description:
It was reported that the picu nurse noted issues with flow rate in an arctic sun device. Right now, flow rate (fr) was 1.5lpm with x-small set of pads. Guided to diagnostics showed that the system hours were 1348, pump hours were 1151, inlet pressure (ip) was -3.9psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.4lpm. Disconnected and reconnected pads using proper technique. No change in values. Ensured tubing straight and unobstructed, no damage to fluid delivery line (fdl). Nurse noted the left thigh connector had a lot of bubbles. Moved to another port and still no change in values. Stopped therapy and disconnected pads and placed device in manual control. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51 percentage, flow rate (fr) was 1.7lpm. Connected pads using proper technique and inlet pressure (ip) was again dropped to -3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 2.4lpm. They would obtain a device from another department. Advised they hold onto pads for investigation. Explained correlation between heater capacity and flow rate (fr) should stay above 1lpm for therapy to be most effective. No return calls from this account.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. The labeling is found to be adequate. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the picu nurse noted issues with flow rate in an arctic sun device. Right now, flow rate (fr) was 1.5lpm with x-small set of pads. Guided to diagnostics showed that the system hours were 1348, pump hours were 1151, inlet pressure (ip) was -3.9psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.4lpm. Disconnected and reconnected pads using proper technique. No change in values. Ensured tubing straight and unobstructed, no damage to fluid delivery line (fdl). Nurse noted the left thigh connector had a lot of bubbles. Moved to another port and still no change in values. Stopped therapy and disconnected pads and placed device in manual control. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51 percentage, flow rate (fr) was 1.7lpm. Connected pads using proper technique and inlet pressure (ip) was again dropped to -3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 2.4lpm. They would obtain a device from another department. Advised they hold onto pads for investigation. Explained correlation between heater capacity and flow rate (fr) should stay above 1lpm for therapy to be most effective. No return calls from this account.